Event description:
It was reported that two of the three leads were broken. It was noted that the patient met with the manufacturer representative and 1, 5, and 7 were fractured. It was noted that the patient had some falls. It was noted that the patient started to see an error code out-of-regulation (oor) on the programmer in (B)(6). It was noted that the patient saw the oor on and off. It was noted that about 3 or 4 weeks ago the stimulation started to change when the patient was sitting still. It was noted that the patient slipped and fell on bleachers in may and after the fall the patient¿s pain in the back started to increase and the patient saw the oor code more often. It was noted that patient had gone to the ER.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2009-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger, product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID neu_unknown_lead, (B)(4), product type lead, product ID neu_unknown_lead, (B)(4), product type lead. (B)(4).